Event description:
T was reported that patient was scheduled for a heartmate 3 to heartmate 3 pump exchange for (B)(6) 2025 due to infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient was scheduled for a heartmate 3 to heartmate 3 pump exchange for (B)(6)2025 due to infection. It was later reported that on (B)(6)2024 2 colonies of cutibacterium acnes (formerly proprionibacterium acnes) were identified in cultures. On (B)(6)2024 blood cultures came back negative and a nasal swab of mrsa came back positive on (B)(6)2024. The patient was initially diagnosed with a driveline exit site (dles) infection on (B)(6)2024 with a positive dles swab of rare -1 colony staphylococcus aureus. Patient experienced symptoms of pain, erythema, and purulent drainage at the driveline exit site. The patient was treated with intravenous (IV) vanco initially inpatient, then IV daptomycin as outpatient. On (B)(6)2024 a dles swab show no growth, and the patient was switched to doxycycline treatment. In (B)(6)2024 blood cultures came back negative. The patient was admitted (B)(6)2024 with a negative blood culture result and a dles swab of a colony of staphylococcus pettenkofer. They had abnormal staphylococcus aureus and were tested on (B)(6)2024 for dles fungal culture which was negative. The patient was then discharged on (B)(6)2024. Patient was readmitted (B)(6)2024 through (B)(6)2024 through (B)(6)2024 with dles staphylococcus aureus. From (B)(6)2024 patient was found to have many colonies of staphylococcus aureus around their dles. Patient as finally admitted (B)(6)2025 for the infection with a positive culture on (B)(6)2025 of dles staphylococcus aureus. It was reported that patient had their pump exchange on (B)(6)2025. Patient was admitted until (B)(6)2025 when they were said to have passed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d6b: date of explant corrected. Section d9: corrected. Section h6: health effect - clinical code and health effect - impact code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later communicated that the cause of death was due to sepsis. The patient's death was not considered device or therapy related and the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection and subsequent patient outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 10¿ from the pump header. The distal portion of the pump cable, modular cable, outflow graft, outflow graft bend relief, and outflow graft attachment hardware were not returned. The cuff lock was disengaged prior to the pump¿s return, and the apical cuff was not returned with the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection (driveline, pump pocket, localized), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.